Manufacturer narrative:
(B)(4). Batch # r5at1z. A manufacturing record evaluation was performed for the finished device and no non-conformance's were identified.

Event description:
It was reported that during the endoscopic radical gastrectomy for cancer surgery, when severing tissue, after fired, noted some staples malformed with irregular shape. Changed to new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch # r5at1z. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.